Event description:
In 2009, the patient reported that her insulin infusion set came out of her body last night when she rolled over in bed and she has a red sore spot at her site area. She said she inserted the headset 2 days ago. She stated her blood glucose reading this morning measured "hi" on her meter. Symptoms were fatigue, dry mouth and frequent urination and she corrected her reading by inserting a new headset and bolusing an additional 20 units of insulin. A courtesy guide to infusion site management was sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.